Event description:
When discontinuing empty lr bag -b. Braun- to superimpose another bag, a small clear plastic chad attached to the IV tubing. Tubing was alaris se pump signature edition lot 07115146, exp 11.2012. The spike on the IV tubing had the plastic attached to it and it was stretched over the tip. Dates of use: one day in 2007. Diagnosis or reason for use: IV fluids for hydration.